Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired from unknown causes. There was no known relationship between the cause of death and any abbott/sjm device. Additional information was requested but is not yet available. Related manufacturer reference numbers: 2017865-2017-32457, 2017865-2017-32459.